Event description:
It was reported that during surgery the fan spray kit was opened onto the sterile field and a hair was discovered. Everything was contaminated and had to be torn down. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. No product was returned. The provided picture found a hair on the device; however, the picture does not show whether the device was inside the packaging or if the packaging had been opened. It cannot be confirmed if the product left zimmer biomet with a hair in the packaging. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.